Event description:
This report was received from a physician of a pt who underwent cataract extraction and implantation of an iol. One week after implantation, the iol was found to be dislocated and the loop was deformed. Secondary surgery was required to remove the lens. No complications were reported. Further info is expected. Evaluation of the lens is pending. This lens is not marketed in the united states and is the same as the device except for the heparin surface modification.